Event description:
The caller alleged discrepant results when compared with lab results reported as follows: 3.5; 2.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio repeated test with two different hemosense meters. The results and calculations are as follows: date: 3.5; 2.1, average: 2.8, stdev: 0.99, %cv: 35.36. As per internal procedure, rev. 2 if the value is greater than 20% the criterion is not. Product will be investigated.